Event description:
A report was received that the patient underwent an explant procedure due to pus at the lead site. The patient was given oral antibiotics and is doing well.

Event description:
A report was received that the patient underwent an explant procedure due to pus at the lead site. The patient was given oral antibiotics and is doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4), description: precision ipg kit the explanted devices were not returned to bsn as they were discarded by the medical facility.